Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that fluid from the patient was returning into a cook chest drain valve. As a result, the patient experienced "pulmonary expansion". The device was used both inside and outside of a healthcare facility during its implantation. During the patient's follow-up, it was noted that the valve was not waterproof. A presence of serious fluid and fibrin debris from the thorax was reported to have collected inside of the valve, which allowed the entry of air into the patient's thorax. This was validated by "immersion in water", which "went up in inspiration towards the pleural space". Additionally, there was a presence of clots obstructing the valve. No other adverse effects to the patient have been reported. Additional information regarding the patient and event has been requested but is currently unavailable.

Event description:
In additional information received on 09apr2020, it was noted that the patient's drain was removed during an outpatient follow up. This was at the same time as the observation of the failure. The patient did not experience any complication as a result.

Manufacturer narrative:
Correction: it has been determined that the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a reportable product malfunction or serious injury. There is not a serious injury reported for this case and a review of risk documents revealed that there is no precedent of a serious injury associated with this failure mode. This will be the final follow up associated with this complaint. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.